Event description:
It was reported that the patient presented at the hospital after receiving inappropriate shocks due to noise on the lead. The lead was capped and replaced. X-ray showed no externalized conductors. Patient is doing well post procedure.

Manufacturer narrative:
(B)(4)